Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2014-67101 for the serter.

Event description:
Customer reported he was inserting the sensor and the needle broke off in the skin. Customer's blood glucose was 186 mg/dl. Insertion was in the abdomen. Customer reported the serter was not releasing the sensor as a significant event that may have lead to the fracture. Customer stated his mother was able to assist if removing the needle but believes the cannula was stuck inside. No further information reported.